Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a competitive generator change, it was discovered that the right ventricular lead had an insulation breech. The lead was capped and a new lead was put in. There were no pacing, sensing, or impedance abnormalities. The patient was discharged without complications.